Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak and not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 to 35 mg/dl at the time of the incident. The customer was at 157 mg/dl after being treated for the low. The customer was given food, glucagon, and intravenous dextrose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the pump was over delivering as the sensor glucose dropped below 50 mg/dl but no alerts were received. Troubleshooting was completed but did not resolve the issue. The customer reported calibrate now, lost sensor, and change sensor alarms. The customer had a ruptured achilles tendon and was not working. The insulin pump, transmitter, reservoir and infusion set will be returned for analysis.